Event description:
Customer reported a high blood glucose of 400 mg/dl. Customer treated with a bolus from the insulin pump. He stated that he felt dizzy but that it was due to other health issues. He stated that the bolus was not bringing down the blood glucose. Customer reported that he had vision issues that prevent him from viewing the screen properly. He stated that the battery cap was loose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.